Event description:
It was reported that patient¿s stimulation was in the wrong location. It was noted that patient experienced overstimulation sensation, shocking or jolting sensation since couple days prior to the report. The patient had been having tense stimulation in the area where the device was installed. The patient report stimulation down her leg woke her up, her back was hurting (when lying in bed) and she tried to change positions to help it but realized it was pain from her stimulator. The patient stated that all weekend, the stimulator was providing shocking stimulation to her back, down the side of her (left) leg and her knee. It was indicated that the stimulation was turned off but patient was still feeling stimulation. It was indicated that patient reported seeing symbol that stimulation was on. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0g10u, implanted: (B)(6) 2014, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).